Event description:
It was reported that patient underwent a revision surgery of his artificial urinary sphincter (aus) to downsize balloon pressure. The balloon component was explanted and replaced. No information about the patient outcome is available at the moment. Additional information was requested, however no further information was available.